Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 17feb2021 .

Event description:
The customer reported that the when plugged into ac power, the unit still says running on internal battery, not recognizing its changing, intermittently. The customer contacted product support and reported that the power management board was replaced before and it continues having issues. The customer advised battery manufacture date is 11-2019. The customer called back, and advised they replaced the power cord and still has same issue. Also advised missing 24 v in the pneumatics screen. Product support advised of the suspected power supply and provided part ID. The customer reported that the unit was not in use on a patient. The customer reported the issue is resolved after replacing the power supply.